Event description:
A (B)(6) male admitted w/ hx of syncopal event and vf on an amiodarone drip hospital day #1. Pump appears to be working but is not delivering medication. It is exhibiting the same actions as the recall bbraun pumps except there was no warning beep.